Event description:
A falsely depressed d-dimer result was obtained on a patient sample. The patient result was reported to the physician. The sample was repeated and a higher, elevated result was obtained. A corrected report was issued. It is unknown if patient treatment or diagnosis was altered on the basis of the falsely depressed d-dimer result. There was no report of adverse health consequences as a result of the falsely depressed d-dimer result.

Manufacturer narrative:
The cause of the biased low d-dimer results is an instrument malfunction. A siemens healthcare customer service engineer was dispatched to the site and performed necessary repairs including photometer board, syringe, and diluter value replacements. The instrument is performing within specifications. No further evaluation of the device is required.